Event description:
Consumer called stating that the plastic cap on the right arm rest for his unknown power chair is allegedly missing, causing damage to the joystick wire. Consumer allegedly backed up, hitting a wall which caused the joystick wire to bend. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model, serial number/date code and age of product are all unknown. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.